Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the abnormal sound was generated from a cassette while on aspiration during cataract surgery with intraocular lens implantation. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Clinical information review: the customer has reported an ¿abnormal sound was generated from a cassette during aspiration.¿ the customer provided feedback on the event, stating there was a ¿setting/latching issue of the cassette. It did not improve after replacing the cassette. The defect did not occur with different lots. It is unknown whether the surgery was completed or not. There's no patient harm. Since this defect occurred with 2 paks in a row, products from the lot were returned. 1 used product and 3 unused products were set to be returned.¿ additional related information was requested but none has been provided to date. There was a video submitted for review. The video was twenty-nine seconds (00:29). The video begins with a close up of the fluid management system (fms), locked onto the console. The regular surgical noises from the console can be heard. However, there is a spurting and hissing noise that can also be heard as well. This goes on for a few seconds before the video ends. The fluidic management system (fms) is an interface between the console (fluidics module) and the surgical handpiece. It is used to regulate irrigating fluid to the handpiece, aspirate debris from the handpiece, monitor irrigation and aspiration pressure, and deposit the debris in a sealed drainage bag for disposal. This single assembly contains a rigid plastic fluidic chamber, non-invasive pressure/vacuum sensor, drain bag, irrigating fluid administration line, and irrigation and aspiration handpiece tubing. All packs contain directions for use (dfu). It is important to read and understand the dfu's prior to use. In all cases, the instrument setup instructions contained in the manual should be thoroughly understood prior to using any of the pack configurations. If an inconsistency exists between the instructions in the operator's manual and the directions for use (dfu) supplied with a consumable pack or accessory, follow the dfu. It is important to follow the setup sequence as indicated on the system display screen and/or as written in section three of this operator's manual. Not following the directions could lead to priming failures. Mismatch of consumable components and use of settings not specially adjusted for a particular combination of consumable components may create a patient hazard. Do not use packs that have exceeded the expiration date. Sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. The equipment used in conjunction with the company disposables constitutes a complete surgical system. Use of disposables other than company disposables may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of the equipment under contract, could result in the voidance of the contract and/or invoicing at prevailing hourly rates. One wet product was returned for evaluation. Inspection of the product found no obvious defects that would have contributed to the reported event. The fluidics management system (fms) cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the root cause of the customer's complaint could not be established; the returned product functioned per specifications. Based on the evaluation of the information and materials received, the product met specifications and therefore no corrective action is required. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).